Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d implanted on (B)(6) 2020; 5071-53 lead implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.